Event description:
It was reported that the patient underwent a total knee arthroplasty in 1996. Subsequently, the patient was revised in early 2009 to exchange the poly bearing and locking bar. The poly bearing exhibited wear and was fractured.

Manufacturer narrative:
Lot number and expiration date - unknown. Age of device - unknown. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Device manufacture date - unknown.

Event description:
It was reported that the patient underwent a total knee arthroplasty in 1996. Subsequently, the patient was revised in 2009 to exchange the poly bearing and locking bar. The poly bearing exhibited wear and was fractured.

Manufacturer narrative:
The lot number was not available, therefore manufacturing history records could not be reviewed. However, it was reported the component was implanted in 1996. Evaluation of the returned component showed evidence of regions that appeared polished/shiny and the original machining lines were no longer visible. This condition is indicative of abrasive wear. Further, a majority of the right condyle (when looking down the condylar bearing surface) had pits in it and a portion of this condyle had fractured. A majority of the left condyle had an opaque subsurface region and subsurface cracks. The pits and surface appearances (i.e. Opaque and cracks) are indicative of fatigue damage subsequent to an increase in oxidation of the tibial bearing near or at the surface of the bearing.